Event description:
The following has been reported: agilia sp tiva wifi devices have been alarming for an occlusion and remain stuck on the alarm screen with the inability to resolve the alarm or attempt to restart the infusion. Issue recreated for demonstration on 23.11.2023 during a training session on the agilia sp tiva wifi by filling a syringe with fluid, programming the infusion to run at approximately 400ml/h and causing an occlusion. The agilia sp tiva wifi main screen did produce the image of an occlusion alarm although there was no audible alarm for a delayed period of time. During the first demonstration, he showed how when initially seeing the image of the occlusion alarm on the screen he presses the silence alarm button immediately which appears to continue to delay the tiva from generating an audible alarm and therefore remaining in an alert state with the inability to continue the infusion. Once the silence alarm button was no longer pressed, it did eventually generate the audible alarm after a delayed period of time and did return to the main screen to resume the infusion. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.